Event description:
Patient called to report that one of the dexcom g6 transmitters was missing from her order. She stated that she was supposed to receive two transmitters with her order, but has only received one.